Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse impact to the customer's blood glucose. Customer did not respond to follow up attempts. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.